Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to the adverse event. The cause of the worsening pvl at four months post op is unknown but may be related to patient factors not provided (possible bulky calcification, cardiac remodeling) and/or procedural factors (possibly under-expanded valve). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately four months post deployment of a 20 mm sapien 3 valve, the patient presented to the hospital with moderate pvl and congestive heart failure. The patient subsequently underwent paravalvular leak (pvl) treatment with a vascular plug placement. The patient was noted to be hemodynamically stable after the procedure. Pod1 tee showed leaflets appeared to be positioned optimally with no abnormal mobility. There was no evidence of any further pvl. Pod2 tte showed trivial aortic insufficiency with a mean gradient of 14 mmhg.